Event description:
It was reported the patient received the following results within 15 minutes: 430 mg/dl, 373 mg/dl, 163 mg/dl, 177 mg/dl, and 221 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.